Event description:
Complainant alleged that during functional testing, the device displayed a "poor pad contact" message and self-charged without any user interaction. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.